Event description:
It was reported by service report that the foot-end would not lower, and the gatch cover was slightly bent. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: frayed sensor coil cable.